Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 3 complaints related to erroneous results. Date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #663518 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a worn sample line. The customer had reported that the cd45 absolute counts generated for patient samples were 30-60% higher than expected. The fse (field service engineer) that came onsite for the repair speculated that the erroneous results were due to a worn sample line and replaced the part. They also noted that the sheath filter and filter element inside the sheath tank were due for replacement and also replaced those parts. After the replacements, the fse performed a sheath filter purge to remove the air bubbles in the system, adjusted the optics, and verified that all the lasers were optimally focused. Cqc and pqc tests were run and the instrument passed with no further erroneous results. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the instrument was being used for clinical diagnoses, the results gathered during the incident were not used and no patient samples were affected. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 26nov2019. Defective part number: 652784 - liberty peek tbg kit -no flow sensor opt. 652531 - filter element sheath tank. Work order notes: subject / reported: email states: patient samples are generating absolute counts 30-60% higher than they should be. Problem description: email states: pqc, as, and controls are passing, mostly without warnings, and controls run fine. Then, for patients, one or both of the tubes that we run will generate cd45 absolute counts about 30-60% higher than the wbc as determined by hematology. When these are re-run on a different machine, we get a cd45 absolute count that is within ~3% of hematology¿s result. Work performed: replaced the sheath filter assembly, filter element inside sheath tank and sample line. Performed rigorous purge sheath filter /drain fill flowcell actions to get rid of air bubbles in the system. Found area scaling factor on blue laser to be low below 0.5, adjusted/aligned optics/focus to meet cv spec. On all laser parameters as well verified area scaling factors on all lasers are >0.85. Ran cqc/pqc and passed. Customer updated the reference settings using their controls, verified absolute count stays within the range. Cause: possibly sample line needs to be replaced on periodic basis as absolute count stays within the range if more sit flushes are executed. Also sheath filter assembly and filter element inside the sheath tanks needs to be replaced solution: the reported issue has been resolved and instrument is operating normally. The software version is facsuite 1.5 and no returnable parts were used. Customer signature not taken due to covid concerns. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes /no. Azure ID: 89227, ID: libivd-ra-247 3.1.25, reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Req link (azure ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. Probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes / no. Proper service loops and replacements scheduled at the estimated end of life for the sample line can prevent the sample lines from failing while in operation. Root cause: based on the investigation results the root cause of the erroneous results was due to a worn sample line. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn sample line. The fse suspected the sample line to be the cause and replaced the part. They also replaced the sheath filter and filter element inside the sheath tank as they were due for replacement. The fse then ran sheath filter purges, aligned the optics, and verified that all the laser parameters were optimized. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety.

Event description:
It was reported that patient samples are generating absolute counts 30-60% higher than they should be. The following information was provided by initial reporter: "this will be the third instrument in the lab with this issue. First one had a pic laser with high abort counts. After trying two other pic lasers we went to a kyocera and the issue was resolved. Matt states that with the current instrument if he does three sit flushes, the issue is resolved. His current assay is set up to do one sit flush between samples. Matt states " pqc, as, and controls are passing, mostly without warnings, and controls run fine. Then, for patients, one or both of the tubes that we run will generate cd45 absolute counts about 30-60% higher than the wbc as determined by hematology. When these are re-run on a different machine, we get a cd45 absolute count that is within ~3% of hematology¿s result. " erroneous results patient impact checklist. 1. Are there erroneous results on patient samples from diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? Unknown. 3. If patient samples were redrawn, was there any change or delay of treatment? Not applicable. 4. Was there any physical harm/ injury to the patient due to the issue? No.

Manufacturer narrative:
A device evaluation and /or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that patient samples are generating absolute counts 30-60% higher than they should be. The following information was provided by initial reporter: "this will be the third instrument in the lab with this issue. First one had a pic laser with high abort counts. After trying two other pic lasers we went to a kyocera and the issue was resolved. (B)(6) states that with the current instrument if he does three sit flushes, the issue is resolved. His current assay is set up to do one sit flush between samples. (B)(6) states " pqc, as, and controls are passing, mostly without warnings, and controls run fine. Then, for patients, one or both of the tubes that we run will generate cd45 absolute counts about 30-60% higher than the wbc as determined by hematology. When these are re-run on a different machine, we get a cd45 absolute count that is within ~3% of hematology¿s result. " erroneous results patient impact checklist: are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? Unknown. If patient samples were redrawn, was there any change or delay of treatment? Not applicable. Was there any physical harm/ injury to the patient due to the issue? No.